Event description:
The customer reported that a pt experienced a "bradycardia" event and the alarms did not sound.

Manufacturer narrative:
It was reported that the monitor failed to alarm for bradycardia. On 24mar2009, philips was informed that the pt had expired. The customer reported that, during a "no pulse" technical inop for spo2, there was a bradycardia event and the non-critical bradycardia alarm did not override the non-critical spo2 inop. Based on the available info, the user believes that the monitor contributed to the patient's death, although data shows that the mp70 worked per its design specs and intent. Philips is considering that the failure to respond to the technical inop, and the delay in treatment were factors in this death. Philips is in the process of obtaining additional info and the complaint is still under investigation. A final report will be submitted once the investigation is completed.